Event description:
The complainant reports an under delivery.

Manufacturer narrative:
(B) (4): the testing and investigation results were received, and the complaint for under delivery was confirmed. Probable cause was determined to be wear of the transducer. The device reported, list number 00083, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 00084, that is marketed domestically. (B) (4)